Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03571. It was reported one of the patients leads displayed high impedance resulting in ineffective therapy. As a result, patient underwent surgical intervention during which the lead was explanted and replaced. Patient now has effective therapy. All both of the patient's leads are being reported as it is unknown which lead was replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2019-03571.